Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while preparing to make a space during a laparoscopic inguinal hernia repair, the valve seal disengaged, and a rapid loss of abdominal pressure was observed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received and intact. The inflation syringe was not received. The insufflation bulb was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been previously addressed by an engineering change, a change development process, or non-conformance report. If information is provided in the future, a supplemental report will be issued.